Event description:
Dealer is stating out of box failure. Dealer is stating that the frame is cracked at the bottom where the steering column goes into. Dealer did note that the box they are shipped in are pretty cheap, but no damage to the box during shipping, all concealed damage.